Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 29. Details of surgery: immediate extraction site. On (B)(6) 2023 , loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and mobility. No further patient complications were reported.